Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. It was determined that the surgery was performed on the contralateral knee and not the original knee. Please therefore disregard this report.

Event description:
It was reported that a revision surgery had been performed. Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. It was determined that the surgery was performed on the contralateral knee and not the original knee.